Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that pen ndl 32g 4mm pro 105 box de outer cover does not fit. The following information was provided by the initial reporter: the outer cover of the needle does not fit the used pen needle anymore to guarantee a secure disposal.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro 105 box de outer cover does not fit. The following information was provided by the initial reporter: the outer cover of the needle does not fit the used pen needle anymore to guarantee a secure disposal.